Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida and parity 2. In june 2015, the patient had essure inserted. In june 2015, the patient experienced pelvic pain ("sharp pelvic pain"). In 2018, the patient experienced menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), device dislocation ("essure in wrong position in fallopian tube"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), nervousness ("nervousness"), stress ("stress") and depression ("depression"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine hydrochloride (fluoxetin). Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, menorrhagia, breast pain, abdominal distension, oedema, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, nervousness, stress and depression had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2020: essure found in fallopian tubes. X-ray - on an unknown date: linear metallic material in pelvis in uterus topography.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. After internal review, event 'uterine inflammation' was updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and parity 2. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("sharp pelvic pain"). In 2018, the patient experienced menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure in wrong position in fallopian tube"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), nervousness ("nervousness"), stress ("stress") and depression ("depression"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine hydrochloride (fluoxetin). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, menorrhagia, breast pain, abdominal distension, oedema, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, uterine inflammation, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, nervousness, stress and depression had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2020: essure found in fallopian tubes. X-ray - on an unknown date: linear metallic material in pelvis in uterus topography.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.